Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The system had over 1500 patients on it with various different scans for each patient. The site did not have the most updated software. The system was reported to be running smoothly after a large number of patient exams were removed from the system.

Manufacturer narrative:
Correction: the manufacturing representative indicated system service was performed on 2019-11-26 rather than 2019-11-15 as previously reported. Additionally, it was noted that hardware parts were replaced during this system service, but it was not clarified what was replaced. As the system was reported to be running as expected prior to this system service being completed. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the manufacturing representative indicated that hardware parts were actually not replaced. It was noted that the system was functioning extremely slow during system service, and cleaning the hard drive memory of over 1000 patient exams resolved the issue as previously indicated. (B)(4)e. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9733763, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while using the application, the system became unresponsive and went to a blue screen with the medtronic logo in the center. The system then rebooted on its own. The manufacturing representative then manually rebooted the system and it ran as expected. There was no patient involved.